Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture", diagnosed by ultrasound and MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported right side ¿dense fibroconnective tissue with mild, chronic inflammation, fat necrosis, foreign body giant cell reaction and foreign material".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ necrosis: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ calcification: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture", diagnosed by ultrasound and MRI. Healthcare professional later confirmed "rupture." Later, healthcare professional reported "capsular contracture" baker grade iii/IV, "calcification", "fat necrosis", and "foreign body giant cell reaction". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown with calcification. The device has been explanted.